Event description:
Procedure: bowel resection. According to the reporter: the customer reported that after firing the eea stapler, the surgeon felt some resistance when trying to remove the instrument. After a few seconds the instrument came out, and when checking the donuts, the surgeon noticed that the distal end (the rectal donut) was stuck in the bottom of the eea cup. The donut was torn apart in order to remove the instrument. The post anastomotic air leak test revealed a hole in the posterior bowel wall that has been repaired, and to allow for better healing, the surgeon did a temporary ileostomy. The patient status was reported as okay.

Manufacturer narrative:
(B) (4). (B) (4).